Manufacturer narrative:
The product was returned for eval. Inspection found that the zipper slider body was open on panel side b. On panel side d, the left and right leg bottom caps had ripped elastic. No problem was found with the zipper alignment. MFR ref#: (B)(4).

Event description:
The customer reported that the zipper teeth do not align. The canopy was not in use when the damage was observed. Eval of the returned product found that the slider body was open on the canopy side panel.